Event description:
Per the hcp, "therapy no function, on x-ray the pump rotor was not moving." The pump was explanted and returned to the MFR for analysis. No further info could be obtained from the hcp regarding the pt condition after explant due to foreign pt confidentiality issues.